Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, lead impedance was observed on the ra lead. One episode of auto mode switch episode occurred due to noise. Other electrical characteristics appeared normal. Patient returned for follow-up and high lead impedance was noted again. Physician elected to refer the patient to an electrophysiologist for possible lead replacement due to several years remaining on the device battery. Patient has not been symptomatic at any time during these findings. No further information available.